Manufacturer narrative:
H10: manufacturing review: a complaint lot history review was carried out for the lot number. This is the first reported complaint for this lot number and this issue per the complaint history review (chr). Investigation summary: the investigation is inconclusive for the reported dislodgement issue. The stent was not present on the balloon and the balloon had been inflated. The root cause could not be determined based upon the available information received from the field communications or the returned sample. The lifestream was being used in the treatment of a thoracic type b dissection in the celiac artery . This is off label use of the device. It is unknown if there were patient factors or other procedural or handling techniques that contributed to the reported event. Labeling review: the instructions for use (IFU) for the lifestream product was reviewed for information relevant to the reported event: the event description states that the lifestream was being used in the treatment of a thoracic type b dissection in the celiac artery . This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft treatment of a thoracic type b dissection in the celiac artery using the chimney technique via brachial artery, the stent graft allegedly dislodged from the balloon. Reportedly, the healthcare provider was able to catch the stent graft by bringing it back into the sheath, but allegedly dislodged in the sheath. It was further reported that the sheath was removed from the patient and the stent graft remained in the brachial artery. The healthcare provider allegedly was aware the product was being used off label. The patient's artery was opened to remove the stent and three vein grafts were required to repair the artery.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. (Expiry date: 02/2022).

Event description:
It was reported that during a stent graft treatment of a thoracic type b dissection in the celiac artery using the chimney technique via brachial artery, the stent graft allegedly dislodged from the balloon. Reportedly, the healthcare provider was able to catch the stent graft by bringing it back into the sheath, but allegedly dislodged in the sheath. It was further reported that the sheath was removed from the patient and the stent graft remained in the brachial artery. The patient's artery was opened to remove the stent and three vein grafts were required to repair the artery.